Manufacturer narrative:
A correlation between the device and the reported thrombus could not be conclusively determined. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. This document additionally provides information regarding anticoagulation therapy and the recommended inr range and outlines indications of pump thrombosis, as well as how to respond to such events. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced current ongoing driveline infection is reported under MFR medwatch report # 2916596-2019-00361. The approximate age of the device is 6 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented to emergency room (ER) on (B)(6) 2019, after 24 hours of severe right upper quadrant pain (tender and warm to touch) and increased drainage from the driveline exit site. Reportedly, the patient does have a history of previously unreported chronic driveline site infection and has been on oral antibiotics. At the time of presenting to the ER, the patient denied any fevers or chills or injury to the exit site. No alarms were observed in the history file upon interrogation of the lvad system. Act of the chest/abdominal/pelvis performed showed a small amount of thrombus at the lvad outflow cannula. Analysis of the log file submitted to the manufacturer's technical services department noted a slight upward trend in pump power and estimated flow. Additional information was requested; however, none has been provided.